Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Investigation was reviewed and the investigation codes were updated to reflect the investigation outcome more clearly.